Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the handle of the electric scalpel does not work sometimes. Before the surgery , the customer test the handpiece, and they found the handpiece cannot work. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Upon receipt of additional information it was determined that this complaint is no longer reportable. The following sections were updated: b4, b5, g4, h1, h2, h10.

Event description:
After receipt of additional information it was determined that the handpiece would not power on. Thus, this event is no longer reportable.